Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of tubing defective / damaged was verified by visual inspection. Upon inspection of the infusion set, it can be seen that a port on the filter had been separated with the infusion set tubing. Additional examination under magnification shows that there are indications of excessive stress being applied to the port. The white appearance of the filter body, at the location where the port was located, indicates that an excessive force was applied causing for the filter port to crack off the filter body. A device history record review could not be performed on model 20027e because an invalid lot number was provided by the customer. The root cause for this issue is an excessive force was applied to the filter port causing it to break off the filter body. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was received for quality investigation. The customer complaint of tubing defective / damaged was verified by visual inspection. Upon inspection of the infusion set, it can be seen that a port on the filter (p/n 10012217) had been separated with the infusion set tubing (p/n 620-00065). Additional examination under magnification shows that there are indications of excessive stress being applied to the port. The white appearance of the filter body, at the location where the port was located, indicates that an excessive force was applied causing for the filter port to crack off the filter body. The root cause for this issue is an excessive force was applied to the filter port causing it to break off the filter body.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced device damage/deformation while still considered operable and leakage. The following information was provided by the initial reporter: material no.: 20027e, batch no.: unknown. Tpn filter discovered to be cracked/leaking during line change. Filter removed and replaced.